Event description:
A hospital reported that the base of iw934jeu cosycot infant warmer was tilting to the left. No patient consequence was reported.

Manufacturer narrative:
Replaced defective base of cosycot infant warmer. An investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device has not been returned for evaluation. Tilting of the cosycot infant warmer base, due to excessive weight loading, is a known problem. Total weight of the device, including accessories and patient, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. Conclusion: we have an open CAPA to address this issue. The corrective action informing the users of the maximum weight for the cosycot infant warmer and to inspect the bases of their cosycots is expected to be completed by end of 2008. This corrective action has been notified to the district office.